Manufacturer narrative:
No product was returned. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusion about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of infection.